Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention, a stent dislodgement occurred. The location of the proximal lesion being treated is unk. The 2.75x20mm taxus liberte stent got dislodged from the delivery system and was lost inside the pt while the stent was being manipulated for positioning. The physician tried retrieving the stent by snaring it out but only managed to guide it down into the iliac artery. Later, it migrated down into the tibial artery of the lower limb. The procedure was completed with another device. No pt injuries or complications were reported. Pt status listed as "stable".